Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: visual examination of the returned product identified outer package and inner package with different product identification. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Based on the information provided by the manufacturer, the devices were manufactured and packed with no issues, and the reported issue didn't happen when the product was in zb control; this was verified using the manufacturing record review. Therefore, we don't know how or when this mismatched issue happened. Thus, the root cause cannot be determined for this issue. However, we knew these two products were sent to the same customer based on the distribution record. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: femoral component option size d right compatible with lps-flex prolong catalog #:00596401452 lot #: 64183501. Report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple reports were filed for this event, please see associated reports: 3007963827 - 2021 - 00203. Investigation incomplete.

Event description:
It was reported that there was a mismatch between the packaging and the implant item label. The packaging says femoral right sz e and the sticker of implant says femoral right sz d. There was no patient involvement. Attempts have been made and no further information has been provided.